Manufacturer narrative:
The rd was serious injury - reportable. Rd should have been not reportable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, on the process of excising the lung tissue, the staples could not be formed after firing. They staple line was incomplete proximally. Re-sewing with thread was done to fix the staple line. They replaced with new staples to complete the case.